Event description:
Tandem customer reported a malfunction alarm on pump. There was no adverse impact to customer¿s blood glucose level. Customer received assistance from technical support to reset pump and continued use without recurrence of malfunction.